Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working and they had high blood glucose level and diabetes ketoacidosis. Customer's blood glucose value was over 600mg/dl. Customer did give manual injections per healthcare professional and did get the ketones all day. Insulin pump will be returned for analysis.